Event description:
A cypher patient called requesting MRI safety information and additionally reported an adverse event. On 2005-(B)(6), the patient had a cypher stent placed in "the primary artery to the left ventricle" for "90% blockage." Beginning 2006-u-u, the patient experienced exercise induced angina and testing revealed that the "stent closed." Patient was treated medically. Additionally the patient reported that beginning 2010-(B)(6), he was diagnosed with prostate cancer. A MRI was scheduled, no treatment reported. The events have not resolved.

Manufacturer narrative:
The event occured sometime in 2006. Exact month and date is unknown. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from a patient through medical affairs indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for coronary artery disease, benign prostatic hypertrophy, hyperlipidemia, and hypertension. The patient had a 3.0mm x 18mm cypher stent implanted in "the primary artery to the left ventricle" for "90% blockage." Sometime the following year the patient experienced exercise induced angina and testing revealed that the "stent closed." The patient was treated medically. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event.